Manufacturer narrative:
Additional manufacturing narrative: other, other text: through customer follow up it was indicated that the monitor showed a cable disconnected message when the reported event occurred, subsequently the cable was replaced and the system has been performing as expected since. Masimo has attempted to retrieve the cable involved in the event however the customer indicated it has been recycled and is not available for investigation. Masimo root and safety net have the ability to store thirty days of event information for remote troubleshooting. However the customer did not report the issue to masimo at the time of event in august and the event logs no longer contain august events. Therefore the available information is insufficient to determine whether the page that was reportedly sent to all nurses was the ¿cable not connected¿ message. There is no information that suggests that the root or safety net did not operate as designed.

Event description:
The customer reported alarm notifications coming from masimo root monitor were being pushed to all staff with no active alarm conditions. Additional customer follow up indicated that the monitor was displaying a cable disconnected error message. No patient impact or consequences were reported.